Event description:
This lead was capped on (B)(6) 2018 due to high thresholds. Pacemaker was also replaced due to eri after 36 months of implantation. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.